Manufacturer narrative:
The product is to be returned for evaluation and testing. Please note additional information will be submitted within 30 days upon receipt.

Event description:
The coil stretched. During coil embolization within an aneurysm attempts were made to introduce a 3x0 coil through a prowler catheter but could not advanced more than 30cm. The coil was withdrawn and found stretched.